Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a rise in the capture thresholds that was related to an off-label implant on the his bundle. Reportedly, a new vascular access was required, this lead was cut in order to retain access and a new lead was implanted. This rv lead is not expected to be returned and no additional adverse patient effects were reported.